Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. No further details. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.